Manufacturer narrative:
(B)(4). Additional: it was received for analysis a sealed box and unopened samples of product code f1850, lot mlh962. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mlh962, f1850 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent anastomosis on (B)(6) 2019 and suture was used. During the procedure, the suture broke several times. A like device was used to complete the procedure. There were no adverse patient consequences reported.